Event description:
On (B)(6) 2026, it was reported that dr. (B)(6) provided notification that a glidewell ht implant failed. The 59-year-old, male patient presented on (B)(6) 2025 for implant placement on tooth position #30. The patient's bone quality was reported as type ii and the oral hygiene as good. The patient returned without symptoms and during examination, the provider determined that the implant failed to osseointegrate. The reported device was explanted on (B)(6) 2025 and not replaced. There was no permanent patient injury and no additional medical / surgical procedure was required.

Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).